Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a broken tamper seal, contaminated bottom case, broken right plunger case and a non-OEM battery. A review of the event history log found an a2d reference voltage error. During the functional testing, the reported fault was replicated during the flow and occlusion tests. The root cause was that the main and interconnect boards were contaminated. The main and interconnect boards were replaced. Other unrelated repairs included the bottom case, the cracked right plunger case, all the plastic parts of the plunger head and the battery. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump displays a2d reference voltage background test error. No patient injury reported.